Manufacturer narrative:
We were performing a retrospective review of complaints as a result of a previous MDR to identify any devices exhibiting a similar issue.

Event description:
Power cord wrapped around the pedals and is now frayed, exposing the conductors.